Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer confirmed that the customer had addressed and resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3 north main drawer 6.1 failed, affecting all pockets. The customer attempted to recover storage space, but an error message indicating "requires maintenance" was displayed. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.